Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the event occurred due to a failure of the circuit (dp) board. However, the specific root cause of this failure could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. The was tested and powered up without issue. However, there was an intermittent signal present due to a faulty printed circuit board. Additionally, the video connector latch was worn-out, and causing a poor connection with pigtails. The software was also found outdated and should be updated. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii video system center was intermittently failing to power up during procedure preparation. According to the initial reporter, led lights were flashing. There was no patient harm reported as a result of this event.